Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has exhibited rising impedance to high impedance as well as rising thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has exhibited rising impedance to high impedance as well as rising thresholds. The rv was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.